Manufacturer narrative:
One hundred twenty (120) samples were returned for evaluation and the reported failure mode ¿incorrect expiration date¿ was confirmed. The expiration date on the tyvek pouch is 2020-07-20 and the carton expiration date was 2025-06-30. Based on the complaint investigation, potential contributions were identified from both manufacturing personnel and processes. The most probable root cause is that manufacturing personnel and processes for label verification did not properly identify the incorrect expiration date that was printed on tyvek pouch. CAPA has been initiated to address incorrectly labeled expiration dating issues. All applicable manufacturing associates will also receive awareness training. This complaint will be entered into the complaint management system and will be tracked and trended through the quality data analysis process for future occurrences.

Event description:
Material no: sn (B)(6); batch no: 0001372706. It was reported that: customer received box(es) with differing expiration dates. Event description per attached email states: the customer below called me earlier regarding item sn (B)(6) and it having 2 expiration dates for the same lot # 0001372706. Please see the pictures below of the label and the packaging. The system shows 6-30-25 for the expiration date which is on the box so he wants to confirm if you can send a letter stating that is the true expiration date or do they need to open a product complaint? Questions/inquiries: complaint rationale: based on the information provided, our conclusion is that the device cited meets our criteria of a complaint ¿ appendix 1-complaint determination tree ¿ (nassc-rcc-001).

Manufacturer narrative:
(B)(4): initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no: sn7016x batch no: 0001372706. It was reported that: customer received box(es) with differing expiration dates event description per attached email states: the customer below called me earlier regarding item sn7016x and it having 2 expiration dates for the same lot # 0001372706. Please see the pictures below of the label and the packaging. The system shows 6-30-25 for the expiration date which is on the box so he wants to confirm if you can send a letter stating that is the true expiration date or do they need to open a product complaint? Questions/inquiries: complaint rationale: based on the information provided, our conclusion is that the device cited meets our criteria of a complaint ¿ appendix 1 - complaint determination tree ¿ (B)(4).